Event description:
It was reported that episodes of atrial tachycardia/atrial fibrillation were noted on a remote transmission that showed some occasional atrial undersensing. It was noted that the signals look physiologic but are small in amplitude and therefore, occasionally undersensed. The asymptomatic patient presented to the clinic on (B)(6) 2023, and programming changes were made.